Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at first use during a gastrointestinal procedure, the first device was used but showed poor closure performance. The device had no re-grasp alert but with activation and end tone heard and sealing inadequate/partial on less than 5mm vascular bundle during gastrointestinal mesentery detachment. A second device was then used, but the same happened. Minimal bleeding was observed directly from the seal. Finally, the third device was used to successfully complete the surgery. There was no blood transfusion done. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#51110355x); forcetriad, forcetriad force triad energy platform (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastrointestinal surgery, the first device was used but showed poor closure performance. Activation and end tone were heard but sealing was inadequate/partial. A second device was then used, but the same happened. Minimal bleeding observed directly from the device seal. Finally, the third device was used to successfully complete the surgery. There was no patient injury.